Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the distal right coronary artery with mild tortuosity, mild calcification and 99% stenosis. The vessel diameter was 3.0 mm and the lesion length was 28 mm. Pre-dilatation was performed with a non-abbott balloon catheter. A 3.0x28 mm rx xience xpedition stent was implanted. A 3.0x12 mm nc trek rx dilatation catheter was advanced without resistance for post-dilatation; however, the balloon ruptured on the first inflation at 16 atmospheres. The 3.0x12 mm nc trek rx dilatation catheter was withdrawn without resistance from the patient anatomy and replaced with a non-abbott nc balloon catheter to complete post-dilatation. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: britetip; stent: 3.0x28 mm rx xience xpedition. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.